Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, a definitive cause for the difficulties resulting in foreign body in patient could not be determined. It may be possible that the balloon was inflated too quickly resulting in uneven stent expansion or stent slippage relative to balloon. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the iliac artery. The omnilink elite stent dislodged during deployment and it jumped distal from the target lesion into tissue in an unintended location where an aneurysm was present and was implanted. Another omnilink elite stent was implanted to treat the rest of the target lesion that was not covered by the first stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.